Manufacturer narrative:
On 21-mar-2024, additional information was received. It was reported that the catheter was not able to be straightened after being deflected to remove from the patient¿s body. The catheter still had a slight bend to it. On 08-apr-2024, the device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31179555l, and no internal action related to the complaint was found during the review. A picture was received for evaluation following biosense webster's procedures. The photo does not provide sufficient information related to the reported deflection stuck issue by the customer. Therefore, no results can be obtained from it. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included an octaray mapping catheter and the physician identified that the release mechanism on the catheter was not working. This was visually verified by the team. The physician had to float the catheter in the right atrium (ra) and slide it out against the sheath. The physician stated that the catheter was not moving freely prior to the mechanism fault. Once the octaray catheter was removed, they proceeded with the case using the ablation catheter to map. There was no patient consequence. Additional information indicated that the catheter had a curve to it prior to manipulation. The knob can be pushed up and down; however, the catheter does not bend to full capacity. No other damage was observed, and signals were fine.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-aug-2024, the device was received. It was reported that a patient underwent a cardiac ablation procedure which included an octaray mapping catheter and the physician identified that the release mechanism on the catheter was not working. This was visually verified by the team. The physician had to float the catheter in the right atrium (ra) and slide it out against the sheath. The physician stated that the catheter was not moving freely prior to the mechanism fault. Once the octaray catheter was removed, they proceeded with the case using the ablation catheter to map. There was no patient consequence. Additional information indicated that the catheter had a curve to it prior to manipulation. The knob can be pushed up and down; however, the catheter does not bend to full capacity. No other damage was observed, and signals were fine. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31179555l and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use contains the following recommendations: always pull the thumb knob of the catheter back before insertion or withdrawal to ensure that the catheter tip is straight. Confirm that the thumb knob is pulled back completely before insertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).